Event description:
It was reported that difficulty was encountered with placing this right ventricular (rv) defibrillation lead in a low septal position. It was noted that current of injury was rarely seen and when it was, it disappeared quickly. Additionally, the lead exhibited high threshold measurements and high pacing impedance measurements greater than 1,500 ohms. After many attempts were made to reposition the lead, good placement was obtained with good current of injury, however, the helix could not be seen coming out of the lead on x-ray. The physician used the turning tool over and over without successful extension of the helix. The lead was then removed from the body and the helix was noted to be extended, however, then could not be retracted or extended any further. This lead was attempted but not implanted. The procedure was completed with the use of another lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.